Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file indicates an error in the image acquisition system (ias). Unfortunately, the exact cause of the error could not be determined as no parts were returned for investigation. Therefore, an evaluation was only possible based on the available information and the log file. There are no indications within any logs of an eminent failure of any kind. Known behaviors that could cause the ias to go down, in general, are a failing image or program hard drive. A faulty network adapter could also be a possibility. Based on experience, an expert statement is provided that the failure was more likely associated with the ias image driver rather than other known causes. The described ias problem was resolved by replacing the entire ias pc and reloading of the software. A possible systematic problem or serial error could not be determined. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system went into bypass mode and no x-ray was possible. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.